Event description:
Pt admitted with vomiting, irritability, and lethargy. The pt has a history of congenital hydrocephalus in which a ventriculoperitoneal shunt was placed soon after birth at another facility. A computerized tomography scan of the head was performed this admission and revealed a definite progression shunt tube which was foating in the ventricle. The pt's symptoms worsened with hypertension and bradycardia and the pt was taken to surgery emergently. The rickham reservoir was found to have a rickham base with a sheared off connector tip. This clearly had broken off and was with the catheter in the ventricle. These were removed and a new catheter and base were placed and connected to the rickham cap. The pt's condition improved and pt was discharged.